Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 19th april, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the cover was loose and fell off from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - volista access. It was initially stated the cover was loose and fell off from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the service technician, the ceiling cover has moved down slightly from original position and was fixed and put back in place. The device was returned to use. When the incident occurred, the product was directly involved. The device did not meet its specification. Comparing the number of complaints with the install base we conclude that the occurrence ratio is very low. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.